Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: rilby k, nauclér e, mohaddes m, kärrholm j. No difference in outcome or migration but greater loss of bone mineral density with the collum femoris preserving stem compared with the corail stem: a randomized controlled trial with five-year follow-up. Bone joint j. 2022 may;104-b(5):581-588. Doi: 10.1302/0301-620x.104b5.bjj-2021-1539.r1. Pmid: 35491578. The device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: rilby k, nauclér e, mohaddes m, kärrholm j. No difference in outcome or migration but greater loss of bone mineral density with the collum femoris preserving stem compared with the corail stem: a randomized controlled trial with five-year follow-up. Bone joint j. 2022 may;104-b(5):581-588. Doi: 10.1302/0301-620x.104b5.bjj-2021-1539.r1. Pmid: 35491578. Objective and methods: the aim of this study was to compare the mid-term patient-reported outcome, bone remodeling, and migration of a short stem (45 competitor stems) with a conventional uncemented stem (45 corail stems). The manufacturers of the acetabular constructs are unknown. The manufacturer of the femoral heads paired with the corail stems are unknown but assumed to be depuy products. This complaint will capture the results associated with the corail stem and head. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: corail femoral stems unknown femoral heads adverse event(s) and provided interventions associated with depuy devices: unk corail stem 1 infection treated with revision 1 report of pain associated with stem migration- no treatment provided adverse event(s) and provided interventions associated with depuy devices: unk femoral head 1 infection treated with revision 1 report of pain- no treatment provided adverse event(s) and provided interventions associated with depuy devices: unk corail stem 8 reported stem migrations- no treatment provided 14 reported radiolucent lines of stem- no treatment provided 21 reports of stress shielding or bone resorption (bone injury)- no treatment provided.